Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation of the pacemaker, the right ventricular (rv) lead was observed to have noise alerts. The noise was appropriately sensed and triggered noise reversion mode. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.